Event description:
On (B)(6), 2010, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6), 2010, this patient presented to the emergency room with abdominal pain. A CT scan revealed a proximal type I endoleak. On (B)(6), 2010, an angiogram confirmed the proximal type I endoleak. On (B)(6), 2010, an aortic extender component and a palmaz stent were implanted to address the type I endoleak. The endoleak resolved and no further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.